Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. When the box of a 15mm x 2.75mm nc quantum apex balloon catheter was opened, it was noted that the device was broke into two fragments. The procedure was completed with another device. There were no patient complications reported and the patient status was stable.